Manufacturer narrative:
Weight- unk .ethnicity - unk .race - unk PMA/510k - this product is not marketed in the us . Device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.00/1.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.